Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The tip of the sheath was cut off from the assembly, exposing the anchor. No other damage or issues were noted. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal device came out (lock defective). During the procedure, when the angio-seal device was withdrawn, the angio-seal device fully came out of the insertion sheath and the hemostasis failed. The procedure before deploying the device was carotid artery stenting (cas). The puncture site was the right common femoral artery. There was no patient injury or surgical intervention. No equipment or other devices were used with the involved angio-seal. Additional information was received on 11oct2024: the procedure sheath (6fr) was replaced with the angio-seal locator/insertion sheath assembly as per normal procedure. The locator was then removed, and the angio-seal device was inserted into the insertion sheath. When the device cap was pulled, the angio-seal device fully came of the insertion sheath and the hemostasis failed. The insertion sheath was removed from the patient and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only.